Event description:
A peritoneal dialysis (pd) patient contacted customer service to report the material of the pd belt. The patient advises that the pd belt caused redness of the skin on the side even when applied with the velcro not touching the skin, advised using another product instead of the pd belt. There was patient reaction reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)